Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: mlc-18 user has high glucose value. Note: manufacturer contacted customer on 8/14/2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer's neighbor stated that on (B)(6) 2017 the customer had been found passed out and was taken to the hospital. Neighbor stated customer was still at the hospital and so no further information was available. Neighbor stated that she and her husband look after the customer and are trying to get him care since he has pancreatic cancer and that they have contacted hospice. Unable to contact the neighbor via telephone at call backs on 08/17/2017 and 08/22/2017. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for hi blood glucose test results. Home health nurse is calling on behalf of the customer. The customer is concerned with test results from results obtained of hi. In the meter memory results, there was also a result obtained of lo. The customer stated he did not have symptoms at the time the lo result was obtained. The customer's expected blood glucose test result range was undisclosed. At the time of the call on (B)(6) 2017, the hhn stated the customer was experiencing extreme thirst. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 05/31/2019 and open vial date at time of call is two weeks. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). The hhn nurse is at this customer's home and called because the customer said his meter is reading hi and he is very thirsty, has already taken his insulin and reran the blood and still reading hi. Customer also noted he did not have any symptoms when the meter read lo. The hhn also stated he has pancreatic cancer.